Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of four on the home choice (hc). The technical service representative (tsr) had the home patient (hp) close the clamps and transfer set. The tsr had the hp cycle power and the hc displayed ¿press go to start¿. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr advised the hp they would need to start over with new supplies or perform a manual exchange to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.